Event description:
A pt, who is also a chiropractor, contacted mitek stating that he had acl surgery in which a milagro screw was used distal and 2 rigidfix cross pins were used proximal. Since then he's had unexplained pain in the hips, ankles and general fatigue. At one he had an abscess in the area which the surgeon, according to the pt, indicated it was probably from a surgeon. The pt reported there was still some swelling and a warm feeling in the area of the incision. No cultures have been taken, and allograft was used in the procedure. Also see associated MDR 1221934-2008-00328.

Manufacturer narrative:
Mitek is at this point in time in the investigative mode. Status of events are on going.... At the point were all efforts to determine the root cause for the reported event are exhausted and a determination can or can not be discerned for this issue, a follow-up report detailing our results will be filed.